Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500: model: sc-8336-50. Serial: (B)(6). Batch: 7071004.

Event description:
It was reported that patient was not able to get enough pain relief from the spinal cor stimulator (scs) devices. It was noted that paddle leads had multiple contacts out. The patient underwent a spinal cor stimulator (scs) devices replacement procedure and was doing well post operatively. The explanted device will not be returned as it was kept at the facility.